Event description:
During a turp procedure two loops of the same lot number broke inside the pt, no pieces fell into the pt. A third loop was used to complete the procedure successfully. No harm to the pt. (See MFR. Report # 3006159227-2012-00003 for the second device).

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.